Event description:
Revision surgery - due to the patient presenting with a painful shoulder. The surgeon decided to check the integrity of the baseplate. He found the baseplate was loose with no growth and decided to convert to a hemi arthroplasty.

Manufacturer narrative:
The reason for this revision surgery was pain the patient was experiencing after 9.5 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part: 0215-0034pg) being received under the wrong receiver number. The receiver records were reworked to correct the part number, did not rework the physical part. A review of the product complaint report history showed this is the (B)(4) complaint for this product ((B)(4) functional, (B)(4) dimensional concern, (B)(4) broke/cracked/damaged, (B)(4) revision surgery, (B)(4) device failed, (B)(4) dislocation, (B)(4) pain, (B)(4) infection, (B)(4) trauma, (B)(4) device loosening, (B)(4) surgical technique, (B)(4) stability/poor joint, (B)(4) fixation, (B)(4) malposition, (B)(4) dissociation, (B)(4) other), (B)(4)for this lot. The root cause for the patients pain was reported as the baseplate loosening. There is no information reported that showed a material, design, or manufacturing problem with the product.